Event description:
When the device was used on a circular stapled anoplexy procedure, the surgeon fired the stapler below the pt's dentate line. The complaint alleges the pt "experienced and continues to suffer pain, spasm, urgency and incontinence as a result of the low staple line." No device is being returned.